Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. The insulin pump received without the original belt clip. The test belt clip fits and locks properly and no damage in the belt clip slot noted. The device was also received with cracked case at the display window corner, broken reservoir tube lip, scratched lcd window, cracked reservoir tube, scratched keypad overlay, and cracked battery tube threads.

Event description:
The customer's mother reported, the customer was hospitalized due to diabetic ketoacidosis. Customer's blood glucose was over 600 mg/dl. Customer's symptoms were, throwing up and diarrhea. The site was changed on the insulin pump, and customer was released when her blood glucose lowered to 140 mg/dl. Customer's mother declined to troubleshoot just wanted the device to be replaced. Customer's mother was assisted with the replacing the device. No further information reported.